Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the final line of a peritoneal dialysis cassette was missing when the packaging was opened. The cassette was not used. The customer would complete therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.